Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 35 units instead of the expected 90 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the importance of removing air from the cartridge prior to filling, acknowledged the guidance, and was assisted in walking through the process of filling and loading a new cartridge. The customer chose not to deliver a 10.2-unit bolus and will monitor the situation, following up if necessary.